Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the distal setup joint (suj) involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where errors 23103 and 23105 were triggered. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where it failed the wrist encoder test. The probable root cause is attributed to the wrist zettlex encoder, encoder harness, and axes controller tornado (act) in the suj.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales associate (csa) contacted an isi technical service engineer (tse) and reported that universal surgical manipulator (usm) 4 kept faulting out the previous day. The customer did a hard power cycle of the patient side cart (psc), and the fault returned. The customer disabled usm 4 to complete the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the distal setup joint (suj). The system was tested and verified as ready for use. As of the date of this report, the suj has not yet been received by intuitive surgical, inc. (Isi) for evaluation.